Event description:
Customer reported the cufflator needle will not return to zero. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the needle is resting at 2mm and the cufflator perflex plate fits loose. When the protective rubber ring was removed the faceplate metal ring was not twisted on correctly, therefore the ring keeps turning. When an attempt is made to inflate the cufflator the needle moves, but did not remain constant. The product did not hold pressure, therefore unable to take a reading. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with 8 syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).